Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the cgm reading was 90 mg/dl, and the patient experienced nausea and vomiting. No fingerstick was taken and the patient ate soup and lunch. After lunch, the patient checked for ketones (no specific value was reported) and administered 12 units of insulin manually. No blood glucose reading was reported from that moment. Despite the insulin administration, the patient continued to experience persistent nausea and vomiting symptoms and decided to go to the hospital. Prior to leaving for the emergency room an additional 5 units of insulin were administered. When a fingerstick was taken, the cgm reading was around 90 mg/dl, and the blood glucose reading was 390 mg/dl. It was unknown what treatment had been given at the hospital. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, which was the same day as the event, the patient was still feeling nauseous. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator patient began experiencing symptoms. The reported glucose values fall within the d zone of the parkes error grid upon arrival at the emergency department. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 06/09/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Further clarification was obtained from the patient on (B)(6) 2026. The patient confirmed that after a fingerstick blood glucose measurement was obtained, the sensor was removed. The patient also stated that no treatment was administered by hospital staff during the visit. It was clarified that the reported administration of (B)(4) units of insulin at the emergency room was self-administered by the patient rather than provided by healthcare personnel. Although the patient sought medical help, after a fingerstick was taken no medical intervention was deemed to be necessary, and the patient self-treated as per diabetes management. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.